Manufacturer narrative:
This report is being submitted as an internal audit.

Event description:
The hcp reported the pt did not receive benefit from a drug bolus via the intrathecal pump. X-rays suggested a kink. The pump was changed.